Event description:
It was reported that an implant embolization occurred. A 27mm watchman delivery system (wds) was selected for a left atrial appendage (laa) closure procedure. During deployment of the device, it was noted that two partial recaptures were successfully completed due to the position of the watchman being too distal. A tug test was performed following deployment and appropriate compression was confirmed. Some minutes after release of the watchman, it seemed a bit dislodged; especially on the upper shoulder toward the left upper pulmonary vein ridge. The patient was monitored in the cardiac catheterization lab for at least one hour post release. Compression decreased (from mean of 22mm to 25mm) and a small leak appeared. The position was not good anymore. The patient was monitored till that afternoon. A transesophageal echocardiogram (tee) was then performed and they discovered that the watchman was jailed in the mitral valve. That evening they removed the watchman by open chest surgery and closed the appendage surgically. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).